Event description:
Medtronic received information that this bioprosthetic valve, implanted 4 years, was explanted to be regurgitation.

Manufacturer narrative:
(B) (4). Device history record could not be reviewed without the serial number. The valve was not return for analysis. Conclusion code: cause of event cannot be determined. The valve was not returned for analysis. Conclusion: without the serial number, the device history record could not be reviewed. Without the return of the valve, no definitive conclusion regarding the performance of the valve can be determined. Should the valve be returned, a follow up report will be filed.